Manufacturer narrative:
Summarized patient outcomes/complications of navitor were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, chronic kidney disease, atrial fibrillation, coronary artery disease, peripheral artery disease, carotid stenosis, and prior myocardial infarction and stroke. Complications reported included device embolization, perivalvular leak, cardiac tamponade, stroke, pericardial effusion, heart failure, coronary occlusion, bleeding, surgical intervention (permanent pacemaker); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: temporal trends and long-term clinical outcomes of transcatheter aortic valve implantation b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "temporal trends and long-term clinical outcomes of transcatheter aortic valve implantation", was reviewed. This research study is a prospective multicenter experience to evaluate the improvement in clinical outcomes of the transcatheter aortic valve implantation (tavi) procedure over 12 years and long-term follow-up data. The devices included in the study were sapien xt, sapien 3, sapien 3 ultra, core valve, evolut r, evolut pro, evolut pro+, evolut fx, evolut fx+, navitor, navitor vision, lotus, lotus edge, and portico. The article concluded that 30-day mortality and safety outcomes following tavi remained low throughout 12 years. [The primary and corresponding author was (B)(6). This study included patients who underwent transfemoral or transapical tavi using balloon-expandable valves or self-expandable valves from (B)(6) 2013 to (B)(6) 2025. A total of 2000 patients were included in the study, of which 5.9% (118) received an abbott device. The average age was 84.2 years. The majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, chronic kidney disease, atrial fibrillation, coronary artery disease, peripheral artery disease, carotid stenosis, and prior myocardial infarction and stroke.